Event description:
In a literature abstract, the author reported that following intraocular lens (iol) implant surgery, 87% of the pts implanted with this type of astigmatic correction lenses achieved visual acuities of 6/9 (20/30) or better, 98% achieved 6/12 (20/40) or better. The author noted that 80% of the people had 0.75 diopters of cylinder or following the implant procedure and 95% had 1.00 diopter of less or residual astigmatism. The author noted that pts needed to be counseled preoperatively that they may have residual astigmatism despite use of this lens. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. Additional info has been requested. (B)(6) (2010) assessment of the alcon acrysof toric intra-ocular lens in the management of astigmatism during cataract surgery. Clinical and experimental ophthalmology 38 (suppl 2): 28. (B)(4).